Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which resulted in the development of peritonitis. The peritonitis was manifested by abdominal pain. The break in aseptic technique was further described as the patient made a mistake by disconnecting and reconnecting without using aseptic technique. The patient was hospitalized for the event and treated with vancomycin (dose, route, frequency, and duration not reported). The patient was discharged after two days and reported to have recovered from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on unreported date(s); the patient was treated with vancomycin 2gm every five to seven days for 3 weeks intraperitoneally for the peritonitis event.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers of h14b10017 and h14d23032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned, a complete device analysis cannot be performed. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.